Event description:
New information received notes that the over-sensing did not impact device function. Corrective programming changes were made and the device remains implanted. The patient was stable throughout.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.